Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had high impedances in the entire row of column c. The patient underwent went a revision procedure and it was found out that the tail for column c on the lead had completely disconnected from the ipg, it was then replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8336-70 sn (B)(6) the returned lead was analyzed and visual inspection revealed that the lead was cleanly cut approximately 35.5 cm from the proximal end of the lead. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. With all the available information, boston scientific concludes that the reported event was not confirmed. The allegation the lead had high impedances could not be confirmed. An electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. The probable cause selected is cause not established due to incomplete/cut returned lead.

Event description:
It was reported that the patients lead had high impedances in the entire row of column c. The patient underwent went a revision procedure and it was found out that the tail for column c on the lead had completely disconnected from the lead, it was then replaced. The patient was doing well postoperatively.